Event description:
Pt reported, she "had surgery to repair prolapse of bladder and urethra and vagina." Mesh-intepro "plus 2 other types were used to repair all three prolapse due to hysterectomy in 1995. After first surgery I had pain which I had never had before. Would start off in the mornings not too bad but as day progressed, so did pain till I was in so much pain. I would end up on my back. Second surgery" (date not indicated), "to see why I was in so much pain. The doctor cut the sling and added more mesh to relieve sling pressure. Now a new pain came about never ending day and night. Third surgery done removed sling used to hold up vagina/cervix." No further info provided.

Manufacturer narrative:
Brand name not identified. Physician or physician names were not provided. The occurrence of the event is included in the potential adverse event section of the device labeling. The frequency for this event is not greater than is usual. Device was explanted, not returned to ams. Unable to determine if there was a device malfunction based on info provided. Serial number not provided for lot history review.